Manufacturer narrative:
Date of report: 13aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the ground testing is not passing with the o2 retention plate. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Advised customer to remove some loctite from the screw. Advised to torque and break torque several times to try to dislodge any loctite in the threads. Advised if that does not work to replace the screws. The customer repaired the unit by removing excess loctite from the threads to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and is back in service.